Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a system upgrade. Externalized conductors were noted prior to the procedure. The lead was capped and replaced. The patient was doing well post-procedure. And will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
Correction: fracture was also noted on the lead.